Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received one unopened toomey syringe with the original unit package and received one used wolf adaptor only with the original unit packaging during the visual inspection no obvious defects were noted with the sample. The following functional evaluations were performed: catheter irrigation: fill the syringe with 70cc of water; take an in house catheter to be irrigated (70cc); connect the toomey adapter to catheter; proceed to irrigate the catheter with the syringe. The following tests were performed in order to test compatibility between the syringe and the adapter: attach wolf adapter to syringe; fill the syringe with 70cc of water; proceed to irrigate with syringe. During both tests no discrepancies were found. The adapters (toomey and wolf) stayed attached to the syringe. Per dimensional assessment the sample was found within specification. The complaint was unconfirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "three syringe tips are intended for use as follows: integral toomey tip - resectoscope irrigation; catheter tip - for catheter irrigation; and 1 luer adapter (for foley catheter inflation). Warning: reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Caution: secure tip tightly prior to use. Caution: avoid excessive syringe pressure when using luer adapter, as the adapter may dislodge." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It is reported that the adaptor did not fit properly and was apparently very loose; as a result, the product could not be used. The toomey syringe was being used to irrigate the bladder during a turp (transurethral resection of the prostate) procedure for suction.